Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital. Upon review, the patient had twiddled the pulse generator, leading to right ventricular lead dislodgement. The helix of the lead could be retracted but could not be re-extended. The physician explanted and replaced the lead. The patient was in stable condition.